Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient called to complain about the duration of the plaster. The patient stated the material is defective because of loosened adhesive. The patient found the plaster wet with insulin. No adverse event reported. A request was made for the return of the device.